Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at a post implant check a week after the procedure, it was noted that the patient was experiencing phrenic nerve stimulation. Reprogramming the left ventricular output was done. Four months later, the patient was still experiencing some nerve stimulation, but it was improved. The left ventricular lead polarity was reprogrammed at that time. Three months after that, the patient continued to have complaint of nerve stimulation only when lying on the left side. Reprogramming was done once again. The lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.